Event description:
It was reported that closure of an unspecified access site was done using a prostyle device after an unspecified procedure via a 6f sheath. Reportedly, while pushing back on the white switch [thumb knob] on the suture trimmer, the blade cover failed to retract. This required the use of a separate suture trimmer. There was no adverse patient effect and no reported clinically significant delay in the procedure or therapy. Analysis of the returned suture trimmer found the proximal end of the slider knob was separated. No additional information was provided.

Manufacturer narrative:
The suture mediated closure (smc) system was returned for analysis. The reported failure to cut the suture was confirmed. The proximal end of the slider knob in the suture trimmer was separated. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints from this lot. Based on the evaluation, a potential product quality issue has been identified. The issue is being addressed per internal operating procedures. Abbott vascular (av) will continue to trend the performance of these devices.